Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of back pain ("pain in back / started having labor pains in back") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloated / still bloated"), weight increased ("gained 30 pounds since essure and cannot lose") and flatulence ("gas"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the back pain and flatulence outcome was unknown and the abdominal distension and weight increased had not resolved. The reporter considered abdominal distension, back pain, flatulence and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described vis social media : back pain, abdominal distension, weight increased, flatulence" incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("pain in back / started having labor pains in back") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloated / still bloated"), weight increased ("gained 30 pounds since essure and cannot lose") and flatulence ("gas"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the back pain and flatulence outcome was unknown and the abdominal distension and weight increased had not resolved. The reporter considered abdominal distension, back pain, flatulence and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described vis social media: back pain, abdominal distension, weight increased, flatulence". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.